Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6 device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ broken device-patient contact unknown: observed an opening assessed as surgical damage. As per the investigation procedures creases and non-penetrating nick were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Physician reported "when I went to fill it up the implant began to leak". A back up device was implanted. The affected device will be returned. This relates to an unknown side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: n/a (device was not implanted).

Event description:
Physician reported "when I went to fill it up the implant began to leak". Surgery was completed with a back up device. This relates to an unknown side. It is unknown if patient contact occurred.